Manufacturer narrative:
A product sample was received and confirmed a buildup of silver fibre which is addressed in a previous investigation. This investigation has previously been closed and this complaint can be closed. (B)(4).

Manufacturer narrative:
A batch record review indicates no discrepancies. A photograph was received for this issue and confirms evidence of "brown" fiber build up. A batch history record review was completed. All required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Preventative maintenance (pm ) was reviewed and there were no issues relating to the complaint. Machine logs were reviewed and engineers were called to the line for high rejects, the blade and anvil were changed. The reported issue for this complaint is associated with a site investigation. Occasional visual dis-colouration of his nature has been observed in the past and is caused by a small piece a fibre being trapped on the underside of the feed/x-folder belts, or on the flycomb assembly. However, if this trapped fibre become detached midway through a roll, then it will be taken through the line and needled into the fabric. This issue is inherent within all textiling processes, however is more visible with aquacel ag, due to the nature of the fibres. The site investigation has been closed and this complaint will be closed. No further action is required and this issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on june 03, 2016. (B)(4).

Event description:
The reported information indicated that there brown stains adhered to the dressing. Review of a picture submitted with the complaint confirms the presence of a brown stain on the dressing.